Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Functional testing of the top cover identified a distortion on the display screen when the coagulation mode was activated, therefore, the reported display screen observation was confirmed. The system was last serviced on 18 june 2021. The greenlight laser was fully functional with no issues from that time until the reported event. It is probable that the display screen behavior is related to an electrical failure, leading to the cancelled procedure; therefore, the cause of this event can be traced to a component failure.

Event description:
It was reported that while starting a photoselective vaporization of the prostate, the console screen went black. The procedure was not completed and there were no patient complications due to console screen issue. However, the patient was already under general anesthesia at the time of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia

Event description:
It was reported that while starting a photoselective vaporization of the prostate, the console screen went black. The procedure was not completed and there were no patient complications due to console screen issue. However, the patient was already under general anesthesia at the time of the event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.